Manufacturer narrative:
The user facility has declined to return the device for evaluation. They will continue to use the product. The complaint could not be confirmed and a root cause could not be determined. Device not returned to manufacturer for evaluation.

Event description:
It was reported that the cast cutter, 8 foot cord was allegedly overheating during a procedure. The procedure was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.